Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reagent probe leaking on the unicel dxc 600 pro synchron clinical system. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced waste valve at reagent probe. The issue was resolved.